Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device was fired and the metal ring and bag separated. The bag was loose inside the patient. When the bag was retracted, the metal ring became stuck inside the barrel of the cannula. It is unknown how they were removed. A second device was used, when fired the metal ring deployed only from one side of the tip of the device. A third one was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the pouch device (a) found that it was received already deployed. Further evaluation found that the support arms were out of the tube but they were inside of one orifice of the distal cam which it is an abnormal condition. The bag was fully cinched and attached only to the suture. These findings suggested that the device was activated and then, the push pull rod was retracted causing the bag to fully cinch as intended. The suture was properly released from the push pull rod; the thumb ring was pushed forward again, which caused the support arms to deploy through one orifice of the distal cam. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the pouch device (b) found that it was received already deployed and in good condition; no anomalies were noted with the components of the device. The bag and suture were not received for evaluation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.